Event description:
A malfunction alarm with code malf 16 was reported, and the pump was not resettable. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections as a backup therapy, and technical support arranged for a replacement pump to be shipped. The customer was also instructed on how to put the pump into storage mode and to return the problematic pump within 10 days using a pre-paid label.